Event description:
Boston scientific received information that this transvenous defibrillation lead in association with the implantable carioverter defibrillator (ICD) did exhibit greater than 125 ohms shock impedance value. The patient had presented to the emergency room, complaining of a weird feeling like a small shock. To date, this medical device remains actively in service. There were no reported adverse patient effects.

Manufacturer narrative:
A surgical intervention was performed, which determined that there was a loose setscrew and that the high voltage connectors were reversed in the device header. Since the patient has chronic atrial fibrillation, defibrilation threshold testing was not done, but a commanded shock was done to test the device system integrity. Shock impedance was determined to be within normal limits at 38 ohms shock impedance. The local area sales representative also noted some oversensing on the ventricular channel of intrinisc atrial activity for a few beats that then went away. If new information becomes available, this report will be further evaluated and updated.